Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was unable to inflate the device, and the device exhibited fluid loss. A surgical procedure was performed, during which the outer sheath of the cylinders was torn, and a leak was observed. As a result, the cylinders and pump were removed and replaced. The original reservoir was retained and reused. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.